Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl could not be confirmed; however it is possible that cardiac remodeling may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the japanese post-marketing surveillance reporting system, that a paravalvular leak (pvl) was observed to have worsened from moderate to severe approximately 6 months after implantation of a 23mm sapien xt. Initially, after the implantation, moderate pvl was noted. On post operative day (pod) 6, echo showed the moderate pvl unchanged, and an ejection fraction (ef) of 70%. On pod 14, the patient was discharged. During the follow-up on pod 30, echo showed the pvl remained unchanged at moderate, and the ef at 63%. During the 6 month follow-up, echo showed severe pvl, with a mean gradient of 19.0mmhg and the ef recorded at 61%. It was reported that there was no malfunction of the sapien xt valve or information that suggests an intervention was performed. There was moderate root calcification and mild valve calcification.

Manufacturer narrative:
(B)(4).. Additional information received reported that (B)(6) months post valve implant, the patient was in nyha class ii heart failure. Echo indicated severe 3+ paravalvular leak (pvl), an ef of (B)(6), an eoa of 1.47cm2 and a mean gradient of 21.0 mmhg. (B)(6) months later, the patient was readmitted to the hospital due to congestive heart failure reportedly caused by the pvl. The patient was given diuretics and (B)(6) days later the patient¿s condition was improved. The patient was transferred to another hospital. (B)(6) days later, the patient was re-hospitalized due to congestive heart failure with nyha class iii symptoms. Echo indicated an ef of (B)(6). The patient then developed nyha class IV heart failure and intervention for the pvl was performed. The pvl was treated with a ¿closure device¿; however during the procedure, an ¿injury¿ to the left ventricle occurred and the procedure was converted to open surgery. The ventricle injury was repaired with a pericardial patch. Following the procedure, a high ¿inflammatory reaction¿ was noted and the infection ¿could not be controlled¿. The patient expired two years and one month post implant of the (B)(4) xt valve. The cause of death was reported to be multiple organ failure caused by sepsis. Sepsis is a condition in which a patient meets criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. The mortality rate is high if the sepsis is not treated and can progress to involve organ failure (severe sepsis). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl (B)(6) months post valve implant cannot be confirmed, but may be related to cardiac remodeling. The exact cause of the sepsis following the surgical intervention for the pvl cannot be confirmed. It is possible that the surgical intervention itself may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.